Manufacturer narrative:
An event regarding infection with hematoma involving a trident 0° x3 insert 36mm ID was reported. The event was not confirmed. Method & results: device evaluation and results: could not be performed as no items associated with the event were returned or made available for identification or evaluation. -medical records received and evaluation: no medical records were received for review with a clinical consultant. -device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. Complaint history review: there have been no other events for the manufacturing or sterile lot referenced. Conclusions: the source of the infection could not be determined as patient information, clinical history, and results of bloodwork for infection were not provided. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is most likely a result from other factors not necessarily related to the device in the healthcare facility setting. No further investigation for this event is possible at this time as no devices and/or insufficient information was received by stryker orthopaedics. If devices and/or additional information become available, this investigation will be reopened.

Event description:
Dr. (B)(6) revised a right total hip that was done a few months back due to an infection at the surgical site that produced a hematoma.

Manufacturer narrative:
Catalog numbers and lot codes of other devices listed in this report: cat. No.: 542-11-52e, trident psl ha cluster 52mm, lot code: wp0en7; cat. No.: 6720-0635, size 6 accolade ii 132 deg, lot code: 46965801; cat. No.: 6570-0-036, delta v-40 ceramic head 36/-5, lot code: 49344001. At this time, it cannot be determined if these devices may have caused or contributed to the patient¿s experience. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Discarded.

Event description:
Dr. (B)(6). Revised a right total hip that was done a few months back due to an infection at the surgical site that produced a hematoma.